Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen, unknown (1000 mg/ml at 220 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient experienced significant worsening in symptoms (increased/worsening spasticity, underdose symptoms, and less than 50% therapy relief). After evaluating the device, it was found that the pump went empty 17 days ahead of schedule; the expected reservoir volume (erv) was 2.9 ml. Overinfusion was suspected. The patient needed to be hospitalized to replace the medication 15 days in advance. The patient was admitted to the hospital prematurely. A refill was carried out on (B)(6) 2021, and another appointment was scheduled for 45 days from now (half the usual time). It was unknown if the issue was resolved. However, there was no [further] injury as a result of the event. The patient's status was "alive - no injury". There were no environmental, external or patient factors that might have led or contributed to the event. Additional information received on (B)(6) 2021 indicated that according to the physician, a CT scan was performed, and no changes or problems were identified in the catheter path or the infusion system. The patient had clinical improvement and symptom reduction since their last refill (B)(6) 2021. Information regarding the patient¿s age, weight, and other medications was unavailable.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported that the refill was held on (B)(6) 2021. According to the doctor, the patient was clinically well with the expected therapeutic response with the medication at the current dose.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.